Manufacturer narrative:
(B)(6). One device was returned for evaluation. The device was functionally tested via leak test per 1200904 inspection procedure for irrigation extenders and cannulas. The device did not pass specification requirements. The device was confirmed to be leaking at the location of the rotating ring and the insertion location of the valves. The failure mode is confirmed. The device was visually evaluated and a gap between the rotator ring and the cannula body was identified, indicating that the press fit of the unit has been compromised. This is due to excessive force that was placed on the unit and a result the interface between the components has been loosened allowing water to seep in between. The parts were manufactured 03/2014. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
Leaking japan ref. (B)(4): during an acl (anterior cruciate ligament) reconstruction using the cann, h.f., dgnst, 6mm, rtbl, dbl vlv it was reported that fluid leakage was occurred. The operation was completed with this device. After the incident, the device was checked with the conical obturator (c/n: 4356) at snekk. The defect was confirmed. The leakage occurred around the rotator.